Event description:
Customer reported that a false positve result (1+) was observed in the weak d phase with one patient sample. Result was reported to physician.

Manufacturer narrative:
Ocd performed retained testing of this lot. Satisfactory results were observed.(B)(4)